Manufacturer narrative:
Unit powered up properly after battery installation. Unit received with operating currents within spec. No low battery alerts noted. Unit passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unit received with broken reservoir tube lip, cracked case at reservoir tube window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
The customer reported via phone call that the batteries would die quickly and that the reservoir compartment was damaged. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer also confirmed that the last battery did last more than one week. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.